Manufacturer narrative:
The na electrode lot number was 263052. The electrode expiration date was requested, but not provided. The field service engineer determined the issue was caused by the electrodes. The instrument had been giving calibration flags and errors since march 2022. The sodium electrode, reference electrode, and ise tubing were replaced. Precision studies, calibration, controls, and patient results were acceptable. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for three patient samples tested with the na electrode on a cobas integra 400 plus analyzer. No questionable results were reported outside of the laboratory. The repeat values were deemed correct. The first sample initially resulted in a na value of 129.7 mmol/l and it repeated as 139.1 mmol/l. The second sample initially resulted in a na value of 130.2 mmol/l and it repeated as 138.4 mmol/l. The third sample initially resulted in a na value of 132 mmol/l and it repeated as 138 mmol/l.